Event description:
The patient reported experiencing erratic blood glucose values (bg) between 38 mg/dl and 400 mg/dl since (B)(6) 2011. The patient did not report presence of symptoms or ketones. She stated that she treated the low bgs with oral carbohydrates and the high bgs by giving corrections via the pump. The patient reported that the elevated bgs do not always respond with correction via the pump. She stated that she did not receive any medical treatment associated with the bg fluctuations. The patient reviewed the pump with animas customer support (cs) and found that there are no associated alarms in the pump history; the time and date settings are correct; basal programming is correct; basal and bolus delivery has been accurate; and the pump primes appropriately. The patient reported that the cannula was not bent; there were no site issues; there was no leaking from or air bubbles in the tubing or the cartridge; and there were no issues with the insulin. The patient stated that the pump was exposed to a body scanner at the airport. This complaint is being reported because the patient experienced hypoglycemia while using the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: reviewed total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. No pump delivery defects were found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.